Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the suture is loaded into the capio slim, there are two ends to the suture one holds a needle the other looks like a anchor, this is approx 2mm x .5mm. Following removal of the device the 'anchor' was not found and must have become dislodged during use". The patient's current condition is reported as "fine".

Event description:
It was reported " the suture is loaded into the capio slim, there are two ends to the suture one holds a needle the other looks like a anchor, this is approx 2mm x .5mm. Following removal of the device the 'anchor' was not found and must have become dislodged during use". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).